Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular shock channel, and sensing channel. It was reported that this noise could be reproduced through laughing, and that pacing inhibition was also observed. All associated lead measurements have remained stable. A guidant technical services (ts) consultant recommended continued monitoring of the patient, as critical therapy remains available. To date, there have been no reported patient symptoms associated with this clinical observation.